Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 6 years post transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien valve in the aortic position, the valve was noted to be stenosed and a valve in valve was performed. Per report, the perceive cause of the stenosis is unknown and maybe due to patient's comorbidities.  Recent echo showed peak velocity 4.57 m/s, mean gradient 52.00 mm hg, valve area 0.48 cm2, and stroke volume index 32.68 ml/m2.